Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in 2.5 seconds of pacing inhibition. Review of the stored episode noted the noise occurred while the patient was sleeping, however, did not result in inappropriate shock therapy. It was noted that the patient uses a continuous positive airway pressure (CPAP) machine. It was suspected the noise was from the CPAP machine. Programming changes were made to sensitivity. No additional adverse patient effects were reported. This product remains implanted and in service.